Event description:
The customer reported that the pump had full segment display. The customer was disconnected from the pump and resumed manual injections. A few days later. The customer called back to report that customer was hospitalized for dka. The customer did not have the pump available to troubleshoot at the time of call.